Event description:
Litigation papers allege: pt complained of hip pain after surgery. Pt's physician diagnosed pt as suffering from trochanteric bursitis and prescribed aggressive physical therapy and injections of lidocaine, "bivocaine" and kenalog. Thereafter, pt complained of pain down his leg. Pt's physician diagnosed pt's complaints as sciatic-related and referred pt to a rehabilitation specialist doctor for his spine. Pt continued to experience pain in his leg and hip and sought further treatment from a different physician. Physician diagnosed pt as suffering from heterotopic ossification of the right hip with decompression on the sciatic nerve and trochanteric bursitis. Physician prescribed additional physical therapy and injections. Upon info and belief, hip became loose in pt. Upon information and belief, hip generated excessive metal debris in pt resulting in high levels of metal ions in pt's body. Pt's physician has recommended revision surgery.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional information: date of birth.